Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced multiple falls with resolving pain in the right hip.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.